Event description:
It was claimed by the customer staff that the side rail of the citadel plus bed frame did not lock. During the pick-up of the bed frame, the arjo technician observed that the side rail was partially detached from the bed frame. Based on the photographic evidence provided, the side rail lower arm (part of the side rail assembly) was detached. No patient was involved at that time. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer¿s site revealed that the main factor which can lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Based on the photographic evidence provided, the side rail lower arm (part of the side rail assembly) was detached. Due to the detached lower arm, the side rail did not lock. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also included warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detach it. Arjo device failed to meet its performance specification since the side rail lower arm detached. There was no indication regarding patient involvement. The complaint decided to be reportable due to the side rail partial detachment. No injury was claimed.